Manufacturer narrative:
Exact date unknown, event occurred about a year ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 21711001/21711001.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was mentioned that it happens whether device is on or off, a pinching pain due to implant at the space. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components will not be returned.